Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) displayed as "high"; cause was unknown. Customer was treated with subcutaneous tresiba and fiasp to address the elevated bg. Customer was discharged the same day, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.